Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified popliteal artery. A 3.0 mm x 150 mm x 150 cm sterling¿ sl balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was fine.